Manufacturer narrative:
All product features correspond with the valid specifications of the waldemar link (B)(4) at the time, when the item was produced. Based on the information we received, a detailed investigation is not possible in this case. This event occurred outside of the u.s. And involves a product that was manufactured outside of the u.s. However, because the affected product is also marketed in the u.s., waldemar link (B)(4) is submitting this MDR to ensure full compliance with 21 cfr part 803. (B)(4).

Event description:
Usage of pe-inlay. Five and a half years after implantation.